Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed motor error and motor position encoder error. The customer¿s blood glucose level was 264 mg/dl at the time of the incident. The customer was scanned by a magnetic resonance imaging machine with the pump on and it started beeping. Troubleshooting was not completed. The insulin pump will be returned for analysis.